Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The sample will be retained by the facility's risk management department and is not available for return. The investigation is currently underway.

Event description:
It was reported that a pta balloon used to pre-dilate an upper arm av graft ruptured at 13atm during the first inflation and could not be deflated. Reportedly, the pta balloon would not deflate after rupture, so the physician then punctured the pta balloon through the skin with a needle and it was successfully deflated. The pta balloon dilatation catheter was then retracted through the introducer sheath without further incident. No pt injury.